Event description:
During a remote follow up, episodes of noise resulting in oversensing leading to inappropriate therapy were observed on the right ventricular (rv) lead. Technical support was contacted and lead damage was suspected. The rv lead was capped and replaced to resolve the event. The patient was stable.